Event description:
Damaged haptic after implantation. Haptic separation. The doctor didn't notice the leading haptic was separated and implanted the iol. The haptic piece was removed from the eye. No health consequences or impact.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer and the serial number was not available for investigation.. The investigation was conducted, with the methods and results as noted below. The product and picture were not returned and appearance check could not be performed. According to the doctor, the iol is stable in the eye, and the va is not impacted. The exact root cause was not determined. However, based on our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.